Event description:
Clinical trial. It was reported that 187 days following a coronary artery drug eluting stenting procedure the pt developed in-stent restenosis. The index procedure identified and treated a lesion of the mid lad (left anterior descending) with a control study stent. During this procedure, a non-target 2.5x24mm lesion of the 1st obtuse marginal was also treated with balloon angioplasty and a 2.5x24mm taxus liberte stent due to 99% stenosis. Following treatment residual stenosis was 0%. The pt was discharged on asa and plavix. The pt returned 187 days following the initial procedure with progression of the non-study lesion. The distal edge of the non-study stent showed 80% stenosis. Treatment consisted of placement of a taxus stent in the overlap area. Residual stenosis was 0%.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.